Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 700 mg/dl and also experienced hypoglycemia. The customer was hospitalized for diabetic ketoacidosis. The customer stated that the symptoms expressed, was unwell, tiredness, extremity pain, increased thirst, chest hurt, and vomiting. The hypoglycemia was treated with food. Troubleshooting was performed and found that the auto mode feature was not active at the time of the event. The customer is using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the auto mode feature and the pump usage were within 48 hours of a low blood glucose event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. The pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor related alarms noted. Pump anomaly/cgm transmitter anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see the boluses listed on the event date 23-oct-2022 in the pump history file on the primary svn: (B)(6). On (B)(6) 2022 13:30:55.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 45000 (4.5 u). Bolus amount delivered: 45000 (4.5 u). On (B)(6) 2022 14:16:37.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 12000 (1.2 u). Bolus amount delivered: 12000 (1.2 u). On (B)(6) 2022 15:28:03.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 26000 (2.6 u). Bolus amount delivered: 26000 (2.6 u). On (B)(6) 2022 15:53:49.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 5000 (0.5 u). Bolus amount delivered: 5000 (0.5 u). On (B)(6) 2022 16:22:09.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 15000 (1.5 u). Bolus amount delivered: 15000 (1.5 u). Please see below for the daily total of all insulin delivered on the event date 23-oct-2022 (primary svn: (B)(6). On (B)(6) 2022 00:00:00.000 daily totals g670 (63). Daily total collection start time: on (B)(6) 2022 00:00:00.000. Daily total of all insulin delivered: 252250 (25.225 u). Daily total of basal insulin delivered: 149250 (14.925 u). Daily total of bolus insulin delivered: 103000 (10.3 u). There were no auto suspend (12) alarm or user suspended alarm noted on the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 23-oct-2022 in the pump history file (primary svn: (B)(6). On (B)(6) 2022 22:51:00.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2022 08:22:00.000 alarm alert notification (40). Fault number: change battery fault (73). On (B)(6) 2022 08:32:00.000 alarm alert notification (40). Fault number: change battery fault (73). On (B)(6) 2022 08:45:10.000 battery removed (55). On (B)(6) 2022 08:45:10.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2022 08:45:32.000 battery inserted (44). On (B)(6) 2022 11:11:00.000 alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. On (B)(6) 2022 11:13:00.000 alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. On (B)(6) 2022 11:16:00.000 alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. On (B)(6) 2022 11:18:00.000 alarm alert notification (40). Fault number: no delivery after estimate zero (8)- during basal. On (B)(6) 2022 11:20:00.000 alarm alert notification (40). Fault number: no delivery after estimate zero (8)- during basal. On (B)(6) 2022 11:23:00.000 alarm alert notification (40). Fault number: no delivery after estimate zero (8)- during basal. On (B)(6) 2022 11:25:00.000 alarm alert notification (40). Fault number: no delivery after estimate zero (8)- during basal. On (B)(6) 2022 11:27:00.000 alarm alert notification (40). Fault number: no delivery after estimate zero (8)- during basal. On (B)(6) 2022 11:30:00.000 alarm alert notification (40). Fault number: no delivery after estimate zero (8)- during basal. On (B)(6) 2022 11:32:00.000 alarm alert notification (40). Fault number: no delivery after estimate zero (8)- during basal. On (B)(6) 2022 11:42:00.000 alarm alert notification (40). Fault number: no delivery after estimate zero (8)- during basal. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 7:18:59 pm. There was no power data available for the dates on (B)(6) 2022. Unable to check power data for low battery alert and replace battery alert/change battery fault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Low battery alert (104) unknown. Change battery fault (73) unknown. No delivery alarm not confirmed. Regarding svn: (B)(6) on (B)(6) 2023 below. Please see the boluses listed on the event date 25-apr-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 14:06:05.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 16000 (1.6 u). Bolus amount delivered: 16000 (1.6 u). On (B)(6) 2023 18:51:03.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 18000 (1.8 u). Bolus amount delivered: 18000 (1.8 u). Please see below for the daily total of all insulin delivered on the event date 25-apr-2023 on svn: (B)(6). On (B)(6) 2023 00:00:00.000 daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 191500 (19.15 u). Daily total of basal insulin delivered: 157500 (15.75 u). Daily total of bolus insulin delivered: 34000 (3.4 u). There were no auto suspend (12) alarm or user suspended alarm noted on the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 25-apr-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 15:47:08.000 alarm alert cleared (42). Fault number: low battery alert (104). On (B)(6) 2023 18:31:59.000 battery removed (55). On (B)(6) 2023 18:32:17.000 battery inserted (44). Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 7:18:59 pm. There was no power data available for the date on (B)(6) 2023. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert (104) unknown. The pump passed the functional testing. Unable to confirm alleged dka/high bgs/low bgs. Pump anomaly/cgm transmitter anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.